Event description:
It was reported that the inflatable penile prosthesis (ipp) right cylinder migrated. The distal end was crossed over and not in the corpora. The device still pumped up normally. The cylinders and pump were explanted and replaced.